Event description:
It was reported the customer exposed their insulin pump to salt water. The customer stated their buttons were unresponsive and they were stuck in the bolus wizard menu on their insulin pump. The customer also noted water was present in their lcd screen as well as reservoir and battery compartment. Customer's blood glucose was 120 mg/dl prior to the fluid exposure. The customer also reported a crack in front of their reservoir compartment. Customer could not recall how the damage occurred on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump alarmed motor error during rewind due to corroded motor assemblies and corroded electronic assemblies. The insulin pump has cracked case at display window corners and belt clip slot and minor scratches on lcd window.